Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. However, the service rep re-loaded system software, re-flashed nodes, and calibration files. The system was operating as intended.

Event description:
The customer reported that the fluoroscopy x-ray was not functioning. No pt injury was reported.